Manufacturer narrative:
H3: one device was received for analysis, service history identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual tests did not confirm the reported issue, however the running pound per square inch(psi) test failed for the expulsor. The root cause of the problem could not be determined. The expulsor will be replaced as a preventative measure. The device then passed all functional tests after the repair.

Event description:
It was reported that the device failed the downstream test. There was no patient involvement.